Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017 . Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings:) frequent replace battery alarms observed. The pump electrical current draws were tested and were within specifications. Corrosion in battery compartment. Battery compartment is cracked alongside of pump. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.